Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's insertable cardiac monitor exhibited under-sensing resulting in false pause alerts. No intervention was reported or performed. The patient was stable throughout.

Event description:
New information received notes the initial reporter is (B)(6)